Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as stomach upset on (B)(6) 2020. The customer blood glucose level was 584 mg/dl at the time of hospitalization. The customer mentioned symptoms of an upset stomach. Customer was in the emergency room a while back, blood glucose was about 600 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip. Customer currently using insulin pump system for high blood glucose event. The device will not be returned for analysis.